Event description:
It was reported that during implant, patient had a high dft. Vdefib and svc impedances were > 200 ohms at implant, but eventually md got better numbers and implant testing was successful. Vdefib and svc impedances tested > 200 ohms at follow-up. The lead was replaced. No patient complications have been reported as a result of this event.